Manufacturer narrative:
The console will be evaluated when it is received and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that during delivery the console displayed the error message "internal error". The console was power cycled to clear the error and the case was completed without any patient complications.

Manufacturer narrative:
The device was evaluated and the reported error code was duplicated. The software was re-installed to repair any data corruption within the nvram and the console passed all operational verification tests. The root cause of the reported complaint is unknown. Quest will continue to monitor complaint trends.